Event description:
Needlehub of product cracked during surgical procedure and prevented drug from being used. Drug squirted out of side of hub. A second needle from another box worked. This occurred on two pts in successive procedures. Surgery reported that the same thing happened previously x2 but was not reported. Total of six syringes involved. Unk if previous occurrence was the same lot number.